Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hypoglycemia after taking a manual insulin dose when their cgm sensor expired while using the ilet system; the user treated the event with carbohydrates and reported feeling low around 80 mg/dl, with a documented nadir of 56 mg/dl, and no device alerts or alarms were reported. Symptoms included hypoglycemia with shaking and tremors. Outcomes included the need for medication intervention in the form of carbohydrate treatment. Investigation included interviewing the user and analyzing information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.